Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The explant date is on an unknown date in 2022, and the estimated date will be denoted as 1 jan 2022.

Event description:
It was reported that on (B)(6) 2013, a patient had a 25 mm trifecta valve replaced. In 2021, it was reported that the patient had a stroke. In 2022, an emergency valve replacement was conducted due to severe aortic regurgitation. It was noted that the valve had deteriorated severely. The current patient status is unknown.

Manufacturer narrative:
An event of regurgitation and valve deterioration and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported valve degeneration is consistent with structural valve deterioration (svd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. It was also reported that the valve had been implanted for nearly 9 years, which could have contributed to the valve deterioration. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event of regurgitation and valve deterioration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.